Event description:
At the one week follow up, customer noticed a mucous build up at the patients 5 o'clock position left eye. A flap lift and rinse was performed. Patient was prescribed with predisolone acetate 1%. No loss of best corrected visual acuity was reported.

Manufacturer narrative:
Conclusion - customer is only reporting this event and did not request field service or clinical support.